Manufacturer narrative:
The investigation performed on the data logs pointed put that the root cause of the communication error is a residual software bug already know. An issue evaluation has been open to tackle this issue.

Event description:
It was reported that during a surgery while the robot arm was moving to a trajectory a communication error occured.